Event description:
Caller reported experiencing air bubbles in the tandem mobi cartridge during the load sequence and tubing fill. There was no adverse impact to the customer¿s blood glucose level. After addressing the issue, the caller resumed insulin therapy and acknowledged understanding of the resolution, as large air bubbles and gaps no longer existed.